Event description:
Customer reportedly obtained results of 234mg/dl and 56mg/dl on the same device within 3 minutes. Customer reportedly obtained these results on 2 vials of strips of the same lot number. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.